Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was a "notice: filling slowly" message during fill 3. Fluid was discovered leaking from the patient line tubing. The patient stated that the patient line had a tear along the line near the stay safe connector. The patient was advised to reset up with new supplies. In a follow up, the patient verified the fluid leak event. The patient didn't know how it happened, but there was a small tear in the patient line tubing which allowed the leak. The patient did not have any harm, intervention or adverse event due to the leak. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was a "notice: filling slowly" message during fill 3. Fluid was discovered leaking from the patient line tubing. The patient stated that the patient line had a tear along the line near the stay safe connector. The patient was advised to reset up with new supplies. In a follow up, the patient verified the fluid leak event. The patient didn't know how it happened, but there was a small tear in the patient line tubing which allowed the leak. The patient did not have any harm, intervention or adverse event due to the leak. The cycler set is not available to return.